Event description:
Caller reported family member was unresponsive the morning of the call. Caller checked blood sugar and got reading 0f 65. Caller gave child honey and called paramedics. When paramedics arrived 30 minutes later bg reported to be 129. Caller also stated readings not being stored by meter. Claimed they have witnessed readings done by family member that are not recorded in meter memory. No further action planned.